Manufacturer narrative:
Updated ar-p code unretrieved device fragments (udf) device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis, it was observed at the distal tip of the catheter shaft, the hypotube was completely separated and missing the entire jet head section. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 3.638 kpsi was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a detached hypotube and missing jet head. Kinks were also confirmed.

Event description:
It was reported that catheter stuck on wire and marker band detachment occurred. The target location was located in the left iliac and common femoral vein. An angiojet zelante catheter was advanced for a thrombectomy procedure. During the procedure, the catheter was moving freely proximally and distally in iliac vein. However, upon removing the catheter, the first radiopaque marker of the catheter was separated from the catheter and was stuck on the wire in the iliac vein. Attempts to retrieve were unsuccessful since the catheter would not come into the 8fr sheath. The wire with the marker was then pushed into collateral vein. The wire was able to be removed, and a stent was inserted to attach the marker against the wall. The guidewire was also separated but not for bsc. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, the hypotube was completely separated and missing the entire jet head section.

Event description:
It was reported that catheter stuck on wire and marker band detachment occurred. The target location was located in the left iliac and common femoral vein. An angiojet zelante catheter was advanced for a thrombectomy procedure. During the procedure, the catheter was moving freely proximally and distally in iliac vein. However, upon removing the catheter, the first radiopaque marker of the catheter was separated from the catheter and was stuck on the wire in the iliac vein. Attempts to retrieve were unsuccessful since the catheter would not come into the 8fr sheath. The wire with the marker was then pushed into collateral vein. The wire was able to be removed, and a stent was inserted to attach the marker against the wall. The guidewire was also separated but not for bsc. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis, it was observed at the distal tip of the catheter shaft, the hypotube was completely separated and missing the entire jet head section. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 3.638 kpsi was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a detached hypotube and missing jet head. Kinks were also confirmed.

Event description:
It was reported that catheter stuck on wire and marker band detachment occurred. The target location was located in the left iliac and common femoral vein. An angiojet zelante catheter was advanced for a thrombectomy procedure. During the procedure, the catheter was moving freely proximally and distally in iliac vein. However, upon removing the catheter, the first radiopaque marker of the catheter was separated from the catheter and was stuck on the wire in the iliac vein. Attempts to retrieve were unsuccessful since the catheter would not come into the 8fr sheath. The wire with the marker was then pushed into collateral vein. The wire was able to be removed, and a stent was inserted to attach the marker against the wall. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.